Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, a left side deflation. Healthcare professional, additionally reported, "any creases". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening on valve bond edge side assessed, as unidentified (tear) opening (shell thickness was within specification). Crease/folding of implant: creases were observed. Additional observations: wear abrasion observed. Yellow particles device inner surface. No further actions are required, as no manufacturing issues are observed.